Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks across multiple episodes due to t-wave oversensing, changes in amplitude morphology measurements, and electromagnetic interference noise. The patient is currently awaiting an ablation procedure. Boston scientific technical services provided troubleshooting options, and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.